Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown, not provided. Implant date: if implanted; give date: unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced unexpected postop refraction after the implantation of model zcb00 tecnis monofocal iol (intraocular lens). Doctor estimated the outcome was a couple of diopters off. As a result, the iol was explanted and replaced with non-johnson and johnson surgical vision product. Patient outcome is noted as fine. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 12/10/2018. Device evaluation: the lens was received at the manufacturing site for investigation. The lens was decontaminated and visual inspection using magnification was performed. The returned lens was cut in three pieces. Loose fibers/particles were observed on the lens pieces and related to handling of the unit outside of a sterile environment. The condition in which the lens was returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.